Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings during drain 1 of 4. Treatment was stopped and fluid was found inside the cassette door. A new cycler was issued. The patient did know how to do manual treatments in the absence of a cycler. Multiple attempts were made to gather missing details, but no data was provided. A sample set was requested to be returned, but no indication was received to verify if the set was available or not. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.